Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify a21 alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and unexpected restart alarm. The customer reported that the insulin pump smelled like the motor burnt. The customer was assisted with troubleshooting and the display did not return. The customer stated that the contact on battery cap and battery compartment was neither missing nor damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.